Manufacturer narrative:
The device was received for evaluation. During functional testing, 'door not latched' was not reproduced. A review of the event history log revealed multiple "door jammed!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be loose link screws. Link and link switch requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed as door not fully latched alarm during infusion in the dialysis and biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.